Manufacturer narrative:
Tech found that brake linkages are broken. He replaced brake linkages on both ends and two brake casters at foot end to resolve the issue.

Event description:
Account stated that stretcher brakes are not working.